Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited increased pacing impedance and increased capture threshold. Imaging did not reveal any physical anomalies. The rv lead was capped on (B)(6) 2023 and replaced. The patient was stable and asymptomatic.